Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(6) 2015. (B)(4): non-complaint justification and rationale: information received indicates the device was at normal eri. No patient complications have been reported as a result of this event. Not reportable; upgrade/routine changeout/medical judgment. There is no indication of a failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus the associated line item tasks will be processed as a non-complaint. Concomitant product: 0158 lead, implanted: (B)(6) 2007. (B)(4).